Event description:
It was reported that the customer's pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the reset was due to the pump's microprocessor resetting to ensure performance, which is a safety feature. The customer understood and acknowledged that the pump was functioning as intended. They were educated on the steps needed post-reset, such as manually restarting dexcom cgm sessions and reloading cartridges. The customer successfully resumed their insulin therapy.